Event description:
The customer alleged that he performed a control test and received a result of 210 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The customer refused to further troubleshoot his contour ts system. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.